Event description:
The following info was reported: kinked sheath on mynx ace 6f/f7 device was noted. Used a mynxgrip device to achieve hemostasis. The pt was not hospitalized. Stick location: common femoral artery. Vessel size: 6/8mm. Procedure: neuro.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1332501) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.